Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called for assistance with programming a bolus. The blood glucose reading was 428 mg/dl. The customer was advised to change the set, reservoir, and insulin and to treat per a health care professional's instruction. The customer declined troubleshooting for high blood glucose.